Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that during a pulmonary vein isolation procedure, air ingress through the faradrive steerable sheath clear valve was observed after the dilator was removed. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, air ingress through the faradrive steerable sheath clear valve was observed after the dilator was removed. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis.